Event description:
It was reported by service report that the cot will go up and down on its own. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results - electronics assembly.